Event description:
The customer reported that this central nurse's station (cns) is displaying a software registration not completed error message. According to the customer, the unit rebooted on its own and when it came back, it displayed the message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is displaying a software registration not completed error message. According to the customer, the unit rebooted on its own and when it came back, it displayed the message. Technical support (ts) tried to have the customer change the hdd ports and even installing a spare hdd; however, the issue remained. Ts helped the customer changed the unit with a spare cns. Ts informed the customer that the cns with the issue will need to be sent in for evaluation. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: age or date of birth - race. Attempt # 1: 10/11/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/18/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have this information. Relevant tests/laboratory data. Attempt # 1: 10/11/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/18/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have this information. Other relevant history. Attempt # 1: 10/11/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/18/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have this information. Concomitant medical products. Attempt # 1: 10/11/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 10/18/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have this information.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own, then displayed a "software registration not completed" error message when it came back up. They tried troubleshooting the issue, but the issue persisted. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) rebooted on its own, then displayed a "software registration not completed" error message when it came back up. They tried troubleshooting the issue, but the issue persisted. No patient harm was reported. Investigation summary: nihon kohden corporation (nkc) received the logs and attempted to analyze the data. However, the logs did not contain information that could be investigated. Nkc was informed that nihon kohden america (nka) was unable to collect the proper logs from customer so it was concluded that the cause could not be identified. The device was then sent to nka for evaluation. The reported issue was duplicated. However, the root cause could not be determined. Two hard drives were replaced, and the device completed 24 hours of extended testing and operated to manufacturer's specifications. This cns was installed on (B)(6) 2018. The service history shows no prior incident of reboot or shutdown. There is no history of hard drive replacement. Preventative maintenance history, as recommended in the operator's manual, is not available. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive has reached the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. Abrupt power losses could damage sensitive internal hard drive components. Environmental factors include power outages, generator tests, ups failures, power outlet failure. The cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period, operation checks should be performed. In short, the symptoms of a device not being able to boot up are related to its internal hard drives and/or environmental factors such as an adequate power supply. Maintenance and environmental factors are outside of nihon kohden's control. There was no recurrence history for this device. Attempt # 2: 10/18/2022, emailed the customer via microsoft outlook for all information in the ni list above: the customer replied by stating, they did not have this information. Additional information: b4: date of this report d9: device available for evaluation? G3: date received by manufacturer g6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H10: additional manufacturer narrative.